Event description:
Rn reports a home patient (hp) with a transfer set with broken occluder feet. As a result of the broken occluder feet, a leak was noted by the hp when the minicap was removed and the twist clamp was in the closed position. The transfer set was 5 mons old. The hp rec'd a transfer set change and was treated with propylactic antibiotics (ancef 2 gm. And gentamycin 40mg., intraperitoneally). The hp delayed the admin of her initial dose of antibiotics as directed, and developed abdominal pain. The hp rec'd add'l antibiotics as follows: ancef 500mg./l for 10 days. Gentamycin 40mg daily for 3 days and vancomycin 2gm. At the conclusion of the 10 days treatment. The hp has fully recovered per the rn.